Event description:
The customer contacted physio-control to report that their device does not power on when they press the on/off button and they don't hear any voice prompts from the device. The latch that holds the device's lid closed also appears to be broken and does not keep the lid closed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Section e4 initial report sent to FDA of the initial medwatch report should indicate: no.

Manufacturer narrative:
(B)(4). Physio-control advised the customer that their device is not field-serviceable and is no longer under warranty. Physio recommended that the customer remove the device from service and a replacement device be obtained. The device has not been returned to physio-control for an evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device does not power on when they press the on/off button and they don't hear any voice prompts from the device. The latch that holds the device's lid closed also appears to be broken and does not keep the lid closed. There was no report of patient use associated with the reported event.